Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 419 mg/dl at the time of incident. The customer's blood glucose was 375 mg/dl at the time of call. The customer stated that she treated her high blood glucose by bolus with through insulin pump. The customer stated that she was not feeling well and was nauseous. The customer performed troubleshooting and did not find air bubbles, insulin issues and site issues, and setting issues. The customer stated that she smelled insulin. The customer stated that there was insulin in the reservoir compartment. The customer performed self-test and the insulin pump passed. The customer performed high pressure test and the insulin pump passed. The customer was advised that a tubing clamp will be sent. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.